Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a safety needle. The customer states the needle hub was cracked causing leakage. The product was leaking at the needle threads when the healthcare practitioner was pushing the plunger. A patient was involved.

Manufacturer narrative:
An investigation of the reported condition was performed. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. A review of process monitoring data was conducted and there were no issues related to the reported condition. A review of the machine setup was conducted and there were no issues. The quality engineer reviewed the equipment for malfunctions that could cause the reported condition. There were no issues identified with the operation of the equipment during the review. There were no samples submitted with this complaint. The reported condition could not be confirmed without an actual sample to evaluate. The exact root cause could not be determined based on available information. A root cause analysis determined the most likely root cause to be due to over-torqueing the needle onto a more rigid coc syringe during the assembly process. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for hub leaks and damage. The lots met all defined acceptance criteria and were released. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. The investigation did not identify a systemic issue with the product or process. It¿s recommended the user consults the instructions for use for guidance when attaching the device. If information is provided in the future, a supplemental report will be issued.